Event description:
In this event it is reported that a patient wearing nontemplate aligner arch experienced cutting from the aligners in their mouth.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Manufacturer narrative:
Investigation: we reviewed the DHR for this so(b4); patient ID# (B)(6)/ site ID# (B)(4). Qty. (B)(4) items assy-500011 (aligner) and qty.2 items assy-500010 (template), were packaged by the first shift by bag and box operation on february 21, 2024, manufacturing cell 6, equipment bag-11. The sales order was inspected and met with the acceptance criteria provided by qa. Failure mode - sharp edges. Root cause - no defect during the manufacturing process. Conclusion code - no failure found.